Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, vascular damage - peripheral vessel, pump stop, and low pump flow has been completed. Low pump flow: clinical states that the pump was given multiple units of blood on (B)(6) 2025 due to gi bleed on previous midnight. 4 units of blood were given. Suction alarms along with vt runs were observed as well. Pump was returned cut from the catheter so the product investigation cannot be performed for low flow. Data logs were investigated and low flows along with suction alarms were confirmed on (B)(6) 2025 midnight along with suction alarms. Placement signal was seen slightly trending down. Therefore as per the clinical information provided and data log investigation, the root cause of the low pump flow issue was most likely patient condition related. Access site bleeding: clinical states that the access site was oozing after pump implant. Blood was lost during multiple attempts of removing and inserting the pump so 2 units of prcb was delivered. Oozing was also observed below the graft site even when clamped which stopped once patient was closed up. Graft and introducer were not returned for investigation. Based on the clinical information provided, the root cause of the access site bleeding issue was most likely use related to improper technique of inserting the pump which led to multiple attempts and incorrect clamping the graft since it was leaking even after clamping the graft to the vessel. Vt/ vf: as the necessary information was not provided, the root cause of the vt/vf was not determined." Vascular damage - peripheral vessel: clinical states that the patient had ongoing gi bleed on (B)(6) 2025 and 4 units of blood were given as a result. No other information related to the bleed has been given. Therefore, the root cause of the vascular damage issue was not determined since insufficient clinical information was provided regarding the reason of the gi bleed. Pump stop: clinical states that there was "impella stop" alarm observed. Multiple restart attempts failed. Pump was returned cut from the 75cm mark on catheter. There was biomaterial in the outflow cage and the resistance was 0 from the cut area to the pump. There was a hard kink near the motor housing of the pump. Data logs show "alarm 115" with no motor current spikes or purge pressure issue. Therefore, based on the clinical review and the product and data logs investigation, the root cause of the pump stop issue was most likely an open electrical line due to excessive force. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for theimpella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported while inserting the impella 5.5 into a 77 year old male, that there was resistance upon passing the impella 5.5 over the .018 wire. The 5.5 would not take the bend down the ascending aorta from the subclavian. Several wires were used and the impella was successfully implanted. The patient went into ventricular tachycardia (vt) that required shocking. The patient was stabilized once the wire was removed, and the pump started. The doctor was also concerned with the amount of blood lost during case due to removing and inserting the pump so many times. 2 units of blood were given. There was also oozing blood from below the graft site noted even when graft was clamped. Once the patient was closed up, no hematoma or bleeding noted. Additionally, the patient kept having occasional short runs of vt while on impella support. On day three of 5.5 support multiple suction alarms occurred, which were resolved. It was further reported that the patient continued to have gi bleeding. Heparin was on hold. The patient have received 4 units of blood in total as well as 1l of albumin. Upper gi scope showed a bleeding ulcer that was cauterized. It was further reported that the patient was just getting back to bed when the impella abruptly stopped. Several attempts were made to restart with no success. The impella was explanted.